Manufacturer narrative:
Date of event is unknown. The patient's weight was not disclosed. Date of explant is unknown. Concomitant medical products and therapy dates: model: 3771, therapy date: unknown and model: 3186, therapy date: unknown. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Device 2 of 3 reference MFR. Report #: 3006705815-2020-32319, reference MFR. Report #: 1627487-2020-33022. It was reported the patient's scs system had been explanted due to ineffective stimulation.